Event description:
Customer reported that on an unspecified date/time she attempted to use her fs flash lancing device, but noted "the needle does not reach the skin", which prevented her from obtaining a blood specimen to use while performing a test. Customer further reported self-presenting to a local healthcare facility because she was "getting low blood sugar". Customer noted she was admitted to the hospital and had to stay overnight. No further information was provided by the customer because she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: the actual date when the medical event occurred is unknown. It should also be noted: the serial number of the device is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.